Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine dries him out he wakes up stuffy with a irritated throat and he feels a burn when the machine is on so he can't wear it throughout the night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the machine dries him out he wakes up stuffy with a irritated throat and he feels a burn when the machine is on so he can't wear it throughout the night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was no error code found. The third-party service center concludes that the unit dispositioned. Box d: device avail. For eval? And date returned (rfb) is updated. Box h was updated in this report.